Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the penumbra system instructions for use (IFU) include, but are not limited to, distal embolization, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, vessel spasm, thrombosis, dissection, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed this report is associated with MFR report numbers: 3005168196-2022-00091, 3005168196-2022-00092, 3005168196-2022-00094, 3005168196-2022-00095, 3005168196-2022-00096, 3005168196-2022-00097.

Event description:
During its post-market surveillance activities on 04-feb-2022, penumbra inc. Became aware of a journal article titled, "jet 7 catheter for direct aspiration in carotid t occlusions: preliminary experience and literature review" (romano et al. 2022). This article includes a retrospective analysis of nineteen patients treated for acute ischemic stroke due to carotid terminus (carotid t) occlusion. The data was reported from a single center between december 2019 and june 2020. The patients were treated using the direct aspiration first pass technique (adapt) performed with the penumbra system jet 7 reperfusion catheter (jet7). No procedural complications were reported using the jet7. Post-procedure outcomes included three patients that experienced asymptomatic intracranial hemorrhage (ich), three patients that experienced symptomatic ich, and one patient with a distal embolism. All outcomes were recorded with a twenty-four hour unenhanced computed tomography (CT) scan. It was also reported that occurrences of symptomatic ich were defined as worsening of nihss by at least four points at the time of clinical examination. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.